Manufacturer narrative:
The reported complaint of "the autopulse platform stopped compressions and displayed 'replace battery' error message while using the autopulse li-ion battery ((B)(4))" was not confirmed during functional testing and during a review of the archive data. No device malfunction identified, and the battery functioned as intended. Upon visual inspection, no physical damage was observed, and the status leds of the battery showed four green lights. During functional testing, the autopulse li-ion battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the battery remaining capacity (rc) post cycle charge was equivalent to four green lights. The battery was also tested in a known good autopulse platform with compression using large resuscitation test fixture (lrtf) for about 36 minutes and passed the test with no issue. The battery archive data review showed battery mismanagement and charging practice by the user. On (B)(6) 2020 the battery was pulled out of the mcc during the conditioning cycle. Immediately, the customer inserted/used the battery in autopulse platform for about few seconds. Then, the customer pulled out the battery and re-inserted back into the platform for about 0.7 minutes, and the battery recorded a slightly discharged on one or more of its cells. The customer made another autopulse use/insertion for another few seconds. The battery remaining capacity (rc) during the above-mentioned "in-out" events was equivalent to four green lights. However, the battery parameters were not fully reconditioned, as it was pulled out of the mcc before the charging was completed. Based on the archive data, the battery was last charged successfully on (B)(6) 2020 and was last used/inserted into the autopulse on (B)(6) 2020. The autopulse power system user guide states: do not remove a battery from the battery charger until its charging completes, or the battery's run time will be reduced. Do not remove a battery from the battery charger during a test-cycle, or the battery's run time may be reduced. If a battery is removed during a test-cycle, the battery charger will automatically restart the test-cycle the next time the battery is inserted into it.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn: (B)(4)) was used to treat a patient in cardiac arrest. After performing compressions for 20 minutes, the platform stopped compressions and displayed "replace battery" error message. The battery was removed and a second battery was inserted into the autopulse platform. After performing compressions for 20 minutes, the platform stopped compressions and displayed the "replace battery" error message again. The second battery was also removed, and a third battery was inserted into the platform. The autopulse platform functioned as intended with the third battery. No consequences or impact to the patient was reported. Two autopulse li-ion batteries with serial numbers sn: (B)(4) and sn: (B)(4) were used in this reported event. Both batteries were fully charged prior to inserting them into the autopulse platform. After the incident, the batteries were fully charged again in autopulse multi-chemistry chargers (mcc). Then, both batteries were tested in different autopulse platforms, and the same issue was observed. The autopulse platforms were able to perform 30 minutes of full compressions when tested with other batteries. Please see the following related MFR report: MFR # 3010617000-2020-00476 for the autopulse li-ion battery sn: (B)(4).